Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's blood glucose level was 175 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No motor error alarm was noted during testing. The functional testing could not be completed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.